Manufacturer narrative:
Corrected information has been provided in d1 and d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old female patient undergoing high-risk pci with a history of coronary artery disease. During priming of the impella cp (lot 642020), a ¿purge pressure low¿ alarm occurred. The procedure start was canceled to allow troubleshooting, and purge pressure/flow values were noted to be 202/30. A cassette change was attempted and was initially successful; however, the same alarm re-occurred approximately two minutes later. The decision was made to remove the impella cp from the field and prepare a new device. The replacement device was successfully primed without issue, and the case proceeded as planned. The reported events include low purge pressure and device revision/replacement. The device will be conservatively reported as a serious injury due to temporary interruption of hemodynamic support during the exchange; however, the exchange was completed without clinical consequence, and the patient remained stable with support maintained.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Purge pressure low: the cause of purge pressure low was unable to be determined as limited clinical details were provided and no product was returned for review.